Manufacturer narrative:
The devices were not available to be returned for evaluation as they were lost by the hospital. It's possible the rod may have broken in normal fatigue fashion which could have resulted in the screw head disassociating from the shank. When a construct is locked down it keeps the screws and rods at a certain angle. If the rod breaks, then the tension initially created in the construct can relax, allowing excessive motion and the separation of the screw head and shank. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision surgery was required due to a broken rod and screw head which had separated from the shank.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices were not available to be returned for evaluation as they were lost by the hospital. It's possible the rod may have broken in normal fatigue fashion which could have resulted in the screw head disassociating from the shank. When a construct is locked down it keeps the screws and rods at a certain angle. If the rod breaks, then the tension initially created in the construct can relax, allowing excessive motion and the separation of the screw head and shank. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that a revision surgery was required due to a broken rod and screw head which had separated from the shank.